Event description:
It was reported that the wheel on a 980 ventilator came off. There was not patient involvement at the time of the event. The evaluation/repair of the device has not been completed.

Manufacturer narrative:
Correction to initial report section d4: model and catalog numbers correction to initial report section d4: remove expiration date correction to initial report section h6: h6 patient codes, device codes, evaluation code method, result, conclusion and component codes correction to initial report section g: correction to follow up 1 aware date should of been 2022-june-13 unique identifier (UDI) added. H3 evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the wheel on a 980 ventilator came off. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue. To solve this issue sp installed a customer provided caster (wheel base). As an additional issue sp found unit failed the flow sensor calibration due to missing exhalation valve flow sensor(evq). To solve the additional issue sp installed an evq. The unit passed all test and calibrations as per manufacturer specifications at the time of service. The likely cause of the event was isolated in the field to a potential fault in caster wheel. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.